Event description:
Same case as: 2030404-2012-00063, 3005188751-2012-00067 and 3005188751-2012-00068. It was reported that during an atrial fibrillation procedure the pt developed a cardiac tamponade. The physician used an agilis sheath to gain cardiac access. An inquiry steerable catheter, reflexion spiral catheter and therapy cool path catheter were used to create geometry and perform ablation. The physician had isolated the left and right pulmonary veins when the pt became hypotensive. A pericardial effusion/tamponade was confirmed by echocardiography. A pericardiocentesis was performed and the pt stabilized. Approx 3 hours post procedure the bleeding ceased. The pt was transferred for monitoring to the intensive care unit.

Manufacturer narrative:
One inquiry steerable catheter 6f was received for eval. Visual insp revealed no anomalies. Functional testing revealed that the catheter created a curve when deflected, and the curve matched the required template. The catheter passed continuity and EKG noise level testing. A microscopic insp of the catheter tip revealed no anomalies. Review of the device history record confirmed this device met mfg requirements prior to shipment. The most probable root cause classification of the cardiac tamponade is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.